Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trend demonstrated a stable pacing impedance between november 2011 and july 2013 with one single sharp decrease < 200 ohms on (B)(6) 2013. Furthermore the iegms confirmed the presence of noise on rv channel which led to vf detection without shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 56 months, oversensing without shocks was reported. Biotronik has not received any information with regard to the explant of the lead. Should more details become available, this report will be updated. No adverse patient side effects have been reported.